Event description:
The customer stated that during procedure, the lasso catheter got caught up in the pt's mitral valve and that the tip of the catheter eventually separated from the shaft and remained the pt's heart. It was reported that the pt had to undergo surgery in order to retrieve the broken part of the lasso. The pt has been reported to be stable post surgery.

Manufacturer narrative:
The physician is of the opinion that the event may have occurred owing to preexisting conditions of the valve which were "loose papillary muscles" and mitral valve regurgitation. It was also reported that the event could have been the result of over-manipulation of the lasso catheter by the physician, in attempts to free it from the mitral valve.